Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were found to be intermittently responsive and required multiple button presses to respond. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a hole was found on the bolus button; the bolus button was found to be responsive. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event a damaged button should be clearly visible and warns the patient to discontinue using the pump. Also unrelated to the complaint, the battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged.